Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the "pt presented with complaints of pain associated with vaginal mesh." On (B)(6) 2012, the pt had "removal of the vaginal mesh was completed in the operating room and sent to pathology." The pt had, "extrusion of the mesh in her vagina. She was otherwise asymptomatic from this mesh extrusion other than being able to feel it." Pt's post surgical status was not reported.